Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The ok keypad button was intermittently responsive during testing. During investigation, evidence of contamination was found under all key contacts.

Event description:
It was reported that the ok button was sticking or unresponsive intermittently. A family member reported that he notices the issue about two weeks ago when changing a cartridge. He said that insulin continued to dispense from the tubing for about four seconds during the prime step after he removed his finger from the ok button. The family member confirmed that the pt was always disconnected for any cartridge change. He confirmed that all programming and delivery of insulin bolus has been correct and the patient has continued to use the pump without incident. The family member reported that sometimes he pushes the ok button multiple times to achieve a response from the pump. He reported that the keypad is not peeling and other buttons are responding as expected. The patient does not expose the pump to water, cleans the pump screen with wipes, and wears the pump in a pocket.